Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer stated that she has trued different infusion set types and the one in use might not have a long enough cannula. Blood glucose value was 600 mg/dl which she was treating for and at the time of the call was 598 mg/dl. The customer would be sent out an infusion set with a longer cannula to try out.